Event description:
The field engineer reported that the system displayed "monoblock" and "ma or in error" error messages. These error messages may render the system inoperable and / or cause the system to shutdown un-commanded. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel circuit board was replaced and the collimator was recalibrated. The system was then found to be operating as intended.